Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device was stuck and the loads could not come out from the cartridge. The surgeon was able to press the green button and squeeze the lever but did not fire. Staple line was incomplete. The device jaw was locked on tissue that the surgeon had to cut and re-staple the affected part. More than 500cc of blood was loss from the patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The jaws of the first reload were clamped. Staple pushers were flush and subflush with the cartridge surface. The laminates were bent. The staple pushers of the second reload were flush and subflush. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during laparoscopic procedure, the device was stuck and the loads could not come out from the cartridge. The surgeon was able to press the green button and squeeze the lever but did not fire. Staple line was incomplete. The device jaw was locked on tissue that the surgeon had to cut and re-staple the affected part. More than 500cc of blood was loss from the patient. Another device was used to complete the procedure. Patient status: fine.